Event description:
Olympus was informed that the user facility determined that there was ineffective cleaning and high-level disinfection of a duodenoscope (model tjf-160vf with serial# (B)(4)) in between pt procedures. The duodenoscope was reportedly reprocessed in medivator's dsd edge automated endoscope reprocessor (aer).

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report, and was informed that the subject device was leased (B)(4) (third party service provider) and the correct model of the subject device is tjf-140f and not tje-10vf. The risk manager indicated that there was no malfunction noted with the duodenovideoscope; however, based on the investigation they performed on the aer they had determined that a valve in the aer was occluded, which compromised the effective disinfection of the elevator wire channel of the device. The user facility discovered this occlusion after the device was used on a pt. The pt was recalled and blood tests were performed; the test results are negative for hiv, hepatitis b, and hepatitis c. The user facility informed the minntech, the original equipment manufacturer (OEM) of the aer to investigate the cause of the occlusion. The subject devices was not returned to olympus for evaluation, as it was returned to the third service provider. This report is being submitted a medical device report in an abundance of caution.